Manufacturer narrative:
(B)(4). Date sent: 10/13/2017. D4: batch # p92l9y, p92n0y, p92l7h. Manufacturing date p92l9y: 06/07/2017. Manufacturing date p92n0y: 06/10/2017. Manufacturing date p92l7h: 06/07/2017. Device analysis: the analysis results found that the b5lt instrument was received with the sleeve broken and melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Date sent: 09/21/2017. Event month and day: unknown. Event year: 2017. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Per the customer: or time was extended but unknown how much time. Customer is waiting to hear back from surgeon to make sure all pieces were retrieved. She said there was no patient harm/consequence and no blood loss. The customer reports cannula broke about 1 3/4" from housing and break appears jagged as if torqued. Another trocar port was added to help remove trocar cannula that broke off. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were all parts of the trocar cannula retrieved from patient? Was there any change to procedure or post-op patient care related to trocar cannula breaking off (as customer said they only needed to add an additional trocar cannula to retrieve broken off trocar cannula)? Per photographic evaluation: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, the sleeve can be noted to be broken in two pieces, the breakage area appears to have been in contact with an energized device which caused what appears to be melted sections on the sleeve, it also appears to have been elongated. However, no definitive conclusion could be reached as to the origin of the damage as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, the trocar was inserted into patient¿s abdomen and upon use of the port site the trocars split in half with the distal portion falling off in the patient¿s abdomen. Removal of distal portion upon procedure completion and saved for investigation. No harm reported, but the case was complicated by this failure.